Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four days post implant, this right ventricular (rv) lead exhibited pacing inhibition and was observed to have perforated the right ventricle (rv). An invasive procedure was performed. The patient's chest was opened and the rv was repaired. The lead was then explanted. No additional adverse patient effects were reported.